Event description:
It was reported that the gbp conducted raid action against the seller as he was selling counterfeit products of mesh product on an unknown date. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/11/2026. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ how was the product purchased? ¿ is there an indication of how the product was distributed? ¿ is there any indication of the source? ¿ based on the packaging, is there any indication of which market the original genuine product may have come from? ¿ was the device used on a patient? If so, was there any patient consequence? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. H3 photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos show a sales unit box with product name malla prolene small 6cm x 11cm product code pms3, lot #hmw913, the package has multiple discrepancies in the information that do not match the original packaging for ethicon sutures. Discrepancy found in product: the batch number, hmw913, which appears in the samples has never been printed or scheduled in our systems. -please note that the ce marking on the samples shows ce 0086, ec 2797 -along with the product code indicating pms3, however, the ccn sets xcpmm3.s30 and not xcpms3.s30 -the barcode content is also not correct - scanned by (B)(4) and read (B)(4) -the expiration format is not correct UDI with dd -the last planned batch for code xcpms3.s30, which would have shown ce 0086 as a ce mark, returned in (B)(6) 2016 with a shelf life of 5 years (exp. 2021) - the exp date. Indicated in the samples sent is june 2029. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The lot/batch provided was invalid; therefore, a manufacturing record evaluation could not be performed.